Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9141582. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that a damaged package was found before use with a intima-ii 22gax1.00in prn slm npvc. The following information was provided by the initial reporter, "the patient had deep vein thrombosis in the lower extremity. In the early morning of (B)(6) the patient underwent venous angiography of the lower extremity in the emergency department. When the indwelling needle was preset, it was found that there was damage and air leakage in the outer package, which could not ensure that the instrument was sealed and sterile. Replaced it."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a damaged package was found before use with a intima-ii 22gax1.00in prn slm npvc. The following information was provided by the initial reporter, "the patient had deep vein thrombosis in the lower extremity. In the early morning of (B)(6), the patient underwent venous angiography of the lower extremity in the emergency department. When the indwelling needle was preset, it was found that there was damage and air leakage in the outer package, which could not ensure that the instrument was sealed and sterile. Replaced it."